Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. The device evaluation found that there had been noise on the connector and there also may have been debris at the connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer that the video system center had a b30 (scope communication) error, which was observed during preparation for use for an unknown procedure. . There were no reports of patient harm reported with this event.

Event description:
The failure was observed during preparation for use for a diagnostic procedure and it was completed using a similar device with no reported delay.

Manufacturer narrative:
B3 - the exact event date is unknown, however, it was reported that it was around 08nov2022. This report is being submitted to provide information inadvertently left off of the initial medwatch (b5 and e1 - postal code).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be confirmed. However, it¿s likely the cause is related to foreign material inside the connector or foreign material/moisture adhering to the electrical contact. Olympus will continue to monitor field performance for this device.